Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure was removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 11-may-2017, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The right fallopian tube showed an essure device with almost perforation [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right fallopian tube showed an essure device with almost perforation") in a 44-year-old female patient who had essure inserted (lot no. He012ag) for female sterilisation. The patient had a medical history of peritonitis, appendectomy, miscarriage, parity 2 and multigravida. The patient had a family history of breast cancer (sister). Concurrent conditions were listed as syncope vasovagal, abdominal pain, iliac fossa pain and dizziness. On (B)(6)2017, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with cetirizine (cetirizine hydrochloride) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6)2022. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. Given the existing causal relationship, the companies are obliged to compensate for such damages, which is why this out-of-court claim is made so that they assume the damage caused. As compensation, I understand that the companies are liable to pay derived from the physical and psychological consequences caused for all of the above, and hoping that we can resolve the issue amicably, I ask you to contact me as soon as possible, accepting the previous proposal, in the terms set forth, otherwise I will be forced to take whatever action is appropriate in defense of my legitimate interests. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal external genitalia, normal vagina, and epithelialized cervix; bimanual: no pain on cervical mobilization, discomfort on bimanual palpation, pain at the level of the appendectomy surgical scar. [Laparoscopy] on (B)(6)2022: visualizing the left fallopian tube with an essure device still in the interstitial part. The right fallopian tube showed an essure device with almost perforation. The rest showed no findings. Bilateral salpingectomy was performed using bipolar and harmonic until the interstitial part, and the devices included in the tubes were removed. The specimen was sent for pathology study. A pelvic x-ray for control was performed, pending results to be reviewed in consultation. The postoperative course is within normal limits, and she is discharged from the hospital on the same day [ultrasound scan] on (B)(6)2018: normal positioning. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: medical record received. Event medical device removal is replaced with event fallopian tube perforation. Lot number added. Patients date of birth added. Essure removal surgery date & details updated. Action taken with drug added. Additional reporter added. Medical history, lab data & treatment drug added. (B)(6)2025: fu 9 & 10m processed together. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The right fallopian tube showed an essure device with almost perforation [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right fallopian tube showed an essure device with almost perforation") in a 44 year-old female patient who had essure inserted (lot no. He012ag) for female sterilisation. The patient had a medical history of peritonitis, appendectomy, miscarriage, parity 2 and multigravida. The patient had a family history of breast cancer (sister). Concurrent conditions were listed as syncope vasovagal, abdominal pain, iliac fossa pain and dizziness. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with cetirizine (cetirizine hydrochloride) as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. Given the existing causal relationship, the companies are obliged to compensate for such damages, which is why this out-of-court claim is made so that they assume the damage caused. As compensation, I understand that the companies are liable to pay derived from the physical and psychological consequences caused for all of the above, and hoping that we can resolve the issue amicably, I ask you to contact me as soon as possible, accepting the previous proposal, in the terms set forth, otherwise I will be forced to take whatever action is appropriate in defense of my legitimate interests. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal external genitalia, normal vagina, and epithelialized cervix; bimanual: no pain on cervical mobilization, discomfort on bimanual palpation, pain at the level of the appendectomy surgical scar. [Laparoscopy] on (B)(6) 2022: visualizing the left fallopian tube with an essure device still in the interstitial part. The right fallopian tube showed an essure device with almost perforation. The rest showed no findings. Bilateral salpingectomy was performed using bipolar and harmonic until the interstitial part, and the devices included in the tubes were removed. The specimen was sent for pathology study. A pelvic x-ray for control was performed, pending results to be reviewed in consultation. The postoperative course is within normal limits, and she is discharged from the hospital on the same day. [Ultrasound scan] on (B)(6) 2018: normal positioning. Batch number: he012ag, manufacture date: 2016-07-08, expiration date: 2019-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-mar-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) the right fallopian tube showed an essure device with almost perforation [fallopian tube perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right fallopian tube showed an essure device with almost perforation") in a 44-year-old female patient who had essure inserted (lot no. He012ag) for female sterilisation. The patient had a medical history of tinnitus in 2017 and umbilical herniorrhaphy, appendicitis, syncope, vitreous degeneration, peritonitis, appendectomy, miscarriage, parity 2 and multigravida. The patient had a family history of breast cancer (sister) and breast cancer. Concurrent conditions were listed as cervicalgia since 2007 as well as soft tissue disorder, urticaria, sweating, loss of consciousness, dizziness, peripheral vertigo, allergic urticaria, joint pain, urinary tract infection, unspecified disease of respiratory system, acute tonsillitis, syncope vasovagal, abdominal pain, iliac fossa pain and dizziness. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with cetirizine (cetirizine hydrochloride), nolotil (metamizole magnesium) and ibuprofen as well as surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. Given the existing causal relationship, the companies are obliged to compensate for such damages, which is why this out-of-court claim is made so that they assume the damage caused. As compensation, I understand that the companies are liable to pay derived from the physical and psychological consequences caused for all of the above, and hoping that we can resolve the issue amicably, I ask you to contact me as soon as possible, accepting the previous proposal, in the terms set forth, otherwise I will be forced to take whatever action is appropriate in defense of my legitimate interests. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal external genitalia, normal vagina, and epithelialized cervix; bimanual: no pain on cervical mobilization, discomfort on bimanual palpation, pain at the level of the appendectomy surgical scar. [Laparoscopy] on (B)(6) 2022: visualizing the left fallopian tube with an essure device still in the interstitial part. The right fallopian tube showed an essure device with almost perforation. The rest showed no findings. Bilateral salpingectomy was performed using bipolar and harmonic until the interstitial part, and the devices included in the tubes were removed. The specimen was sent for pathology study. A pelvic x-ray for control was performed, pending results to be reviewed in consultation. The postoperative course is within normal limits, and she is discharged from the hospital on the same day [pathology test] on (B)(6) 2022: uterine tube - surgical piece. Macroscopic examination: in formaldehyde, both fallopian tubes have an essure inside that are removed and placed in a separate bottle. One fallopian tube 8.5 x 1 x 0.5 cm, another fallopian tube 9 x 0.8 x 0.5 cm. Representative samples in two blocks. Anatomopathological diagnosis: bilateral salpingectomy pieces: congestive fallopian tubes without signs of histological malignancy. [Ultrasound pelvis] on (B)(6) 2017: both essure normally positioned are visualized. [Ultrasound scan] on (B)(6) 2018: normal positioning [ultrasound scan vagina] on (B)(6) 2023: uterus anteverted, regular with normal endometrium and with a functional formation in right ovary of 47x34mm, with no pain on examination.; (date unknown): uterus in anteversion, regular and homogeneous, normal size, with endometrium of 7.21mm. Ovaries of normal shape, size and echo structure. Minimum amount of free fluid above 17mm right ovary and 19mm in douglas. Analysis: hemoglobin: 13.2; leukocytes: 7,000. Analgesia in pain regimen with paracetamol 1g/8h and naproxen 1 comp/12h. It was administered enantyum IV for pain and the patient was remitted to general emergencies for evaluation of recurrent syncope. Abdomen: soft and depressible, surgical wound in the process of healing. Electrocardiogram: sinus rhythm at 51 bpm, pr interval 162 ms, narrow qrs, rsr pattern in v1 e v2. Probable vasovagal presyncope. She is currently using cetirizine due to a cutaneous allergic reaction. Batch number: he012ag, manufacture date: 2016-07-08, expiration date: 2019-07-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jun-2025: medical record received. Medical history, lab data, family history & treatment drugs were added. Surgical pathology report added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure was removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. The most recent follow-up information incorporated above includes data received on: 20-nov-2023: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) the right fallopian tube showed an essure device with almost perforation [fallopian tube perforation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the right fallopian tube showed an essure device with almost perforation") in a 44-year-old female patient who had essure inserted (lot no. He012ag) for female sterilisation. The patient had a medical history of tinnitus in 2017 and umbilical herniorrhaphy, appendicitis, syncope, vitreous degeneration, peritonitis, appendectomy, miscarriage, parity 2 and multigravida. The patient had a family history of breast cancer (sister) and breast cancer. Concurrent conditions were listed as cervicalgia since 2007 as well as soft tissue disorder, urticaria, sweating, loss of consciousness, dizziness, peripheral vertigo, allergic urticaria, joint pain, urinary tract infection, unspecified disease of respiratory system, acute tonsillitis, syncope vasovagal, abdominal pain, iliac fossa pain and dizziness. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with cetirizine (cetirizine hydrochloride), nolotil (metamizole magnesium) and ibuprofen as well as surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: the implantation and subsequent removal of this device has caused me physical damage and moral damage. Such damages are still being treated today, having already undergone operations on several occasions as a direct consequence of using and removing the essure device. Given the existing causal relationship, the companies are obliged to compensate for such damages, which is why this out-of-court claim is made so that they assume the damage caused. As compensation, I understand that the companies are liable to pay derived from the physical and psychological consequences caused for all of the above, and hoping that we can resolve the issue amicably, I ask you to contact me as soon as possible, accepting the previous proposal, in the terms set forth, otherwise I will be forced to take whatever action is appropriate in defense of my legitimate interests. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): normal external genitalia, normal vagina, and epithelialized cervix; bimanual: no pain on cervical mobilization, discomfort on bimanual palpation, pain at the level of the appendectomy surgical scar. [Laparoscopy] on (B)(6) 2022: visualizing the left fallopian tube with an essure device still in the interstitial part. The right fallopian tube showed an essure device with almost perforation. The rest showed no findings. Bilateral salpingectomy was performed using bipolar and harmonic until the interstitial part, and the devices included in the tubes were removed. The specimen was sent for pathology study. A pelvic x-ray for control was performed, pending results to be reviewed in consultation. The postoperative course is within normal limits, and she is discharged from the hospital on the same day [pathology test] on (B)(6) 2022: uterine tube - surgical piece. Macroscopic examination: in formaldehyde, both fallopian tubes have an essure inside that are removed and placed in a separate bottle. One fallopian tube 8.5 x 1 x 0.5 cm, another fallopian tube 9 x 0.8 x 0.5 cm. Representative samples in two blocks. Anatomopathological diagnosis: bilateral salpingectomy pieces: congestive fallopian tubes without signs of histological malignancy [ultrasound pelvis] on (B)(6) 2017: both essure normally positioned are visualized. [Ultrasound scan] on (B)(6) 2018: normal positioning [ultrasound scan vagina] on (B)(6) 2023: uterus anteverted, regular with normal endometrium and with a functional formation in right ovary of 47x34mm, with no pain on examination.; (date unknown): uterus in anteversion, regular and homogeneous, normal size, with endometrium of 7.21mm. Ovaries of normal shape, size and echo structure. Minimum amount of free fluid above 17mm right ovary and 19mm in douglas. Analysis: hemoglobin: 13.2; leukocytes: 7,000. Analgesia in pain regimen with paracetamol 1g/8h and naproxen 1 comp/12h. It was administered enantyum IV for pain and the patient was remitted to general emergencies. For evaluation of recurrent syncope. Abdomen: soft and depressible, surgical wound in the process of healing. Electrocardiogram: sinus rhythm at 51 bpm, pr interval 162 ms, narrow qrs, rsr pattern in v1 e v2. Probable vasovagal. Presyncope. She is currently using cetirizine due to a cutaneous allergic reaction. Batch number: he012ag, manufacture date: 2016-07-08, expiration date: 2019-07-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jun-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.